Event description:
It was reported by service report that the power cord was missing the ground prong and the head left side rail would not lock in the up position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Timing link.